Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient's mother called lfs and alleged that her daughter's meter would not power on when a test strip was inserted. The patient reported that she was unable to test on the meter for one day before calling lfs. The patient began to experience low blood sugar symptoms of feeling shaky and clammy. Her mother contacted the patient's physician, who advised the patient to take glucose. No blood glucose tests were performed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. The meter and testing supplies are being replaced for the patient.